Event description:
Customer called to report that the insulin pump alarmed an error after a set change. Customer stated that the pump experienced a power error. Customer's blood glucose levels were not included in the report. Customer was advised to change the battery and monitor the pump. However, the issue did not improve. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.